Event description:
It was reported that the patient with this implantable pacemaker could feel a sensation from the device pocket through her back that occurs every 30 mins. Moreover, patient device was interrogated, and everything looks normal. Boston scientific technical service (ts) discussed device does not have test that runs every 30 minutes and advised to increase pacing output to see if this is the sensation that the patient felt. Furthermore, this device was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this implantable pacemaker could feel a sensation from the device pocket through her back that occurs every 30 mins. Moreover, patient device was interrogated, and everything looks normal. Boston scientific technical service (ts) discussed device does not have test that runs every 30 minutes and advised to increase pacing output to see if this is the sensation that the patient felt. Furthermore, this device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.